Event description:
Adverse event(s): "redness" (red eye(s)); "irritation" (irritation); "inflammation" (inflammation); "pain" (pain); "infection" (infection). Product problem(s): "none reported" (no information). A consumer reported her daughter experienced redness, inflammation, eye pain and irritation following the use of this product. Her daughter was diagnosed with an infection and was treated by her doctor with a combination antibiotic steroid medication. In a follow-up phone call on (B)(6)2010, the consumer reported that her daughter's infection had resolved with treatment and she was now using a different product.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 166378f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 166378f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested by mail on 08/10/2010 and by phone on 08/23/2010. A completed questionaire has not been received. (B)(4).